Event description:
It was reported the pt had not charged the system ipg for at least the past six months and is currently without stimulation. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.